Event description:
Device 1 of 2 : reference MFR. Report#: 1627487-2017-05461.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-05461. The patient has two scs systems. The event that's being reported is in relation to the leads for the cervical scs system. It was reported the patient lost stimulation due to one of her leads migrating. In turn, the patient's leads were explanted. Per the manufacturer's device record database, both leads were replaced with a single lead/different model.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-05461. Follow-up revealed the patient passed away due to unrelated health complications. The date of death remains unknown.